Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a shocking sensation at the ipg site. As a result, surgery occurred on an unknown date to explant the ipg.